Manufacturer narrative:
Event description: "tip of probe broke off outside of patient." The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. As the device is not set to return, a physical device inspection cannot be performed. As a result, the initial complaint can not be confirmed. However, the observed failure is a known phenomenon likely resulting from inadvertent movement of the device tip during activation. On page 3 of the device instructions for use (IFU) (p9100505-001_ah), it states: "keep the device tip in sight during use. Inadvertent activation or movement of the device outside the field of vision may result in patient injury." Olympus will continue to monitor complaints for this device.

Event description:
As reported, tip of the bipolar probe broke, fell off outside patient. According to the reporter, it was used once, and when they were going to use it a second time they realized the tip had broken off outside the patient. Customer were able to use a second item to complete the procedure. There was no patient harm, no user injury reported due to the event.